Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history shows three boluses occurring shortly after a cartridge change on the reported event date. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. An ezprime operation was successfully performed with no unprogrammed boluses being duplicated. The keypad buttons were responsive when pressed with no hypersensitivity or delay to button presses. The bolus button was observed to be punctured and is difficult to push.

Event description:
The reporter claimed that the history of the animas pump shows infusion boluses that she never administered. The animas pump shows the patient's maximum total daily dose has been exceeded. There was evidence that the keypad buttons are damaged. There was no product misuse. The pump will be returned for product investigation. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the alleged inadvertent bolus infusion issue.